Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344151, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-10. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged. Event description per attached email states: consumer returned reps phone call and reported she had another pen needle that did not release medication. Lot # unknown for this issue. Stated last night she also had another pen needle from another box that released 9 units of her medication and then stopped during her injection."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged. Event description per attached email states: consumer returned reps phone call and reported she had another pen needle that did not release medication. Lot # unknown for this issue. Stated last night she also had another pen needle from another box that released 9 units of her medication and then stopped during her injection."